Manufacturer narrative:
H10. Additional manufacturer narrative: prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. The clinical observation was confirmed through receipt of medical records. The cause of the event was most likely due to patient factors/conditions.

Event description:
Edwards received information a 27mm aortic pericardial valve was explanted after two years, six months, due to aortic regurgitation secondary to endocarditis. The patient was admitted to hospital for cardiogenic shock and was noted to have aortic valve abscess. The explanted device was replaced with a 23mm aortic valve. Patient also underwent aortic root replacement during the procedure. Patient suffered biventricular dysfunction and was unable to wean from pump. Patient was brought to ICU on iabp and va ECMO. Patient required ongoing support and did not recovery function in the ensuring four days. Post-operatively the patient suffered from sustained vtach which was somewhat controlled with av pacing and amiodarone/lidocaine infusions. On post operative day four the patient suffered sustained ventricular tachycardia and then vfib followed by asystole with inability to capture via pacer. Staff were unable to support patient, without electrical activity and the va ECMO was discontinued. Patient expired on post-operative day four.

Manufacturer narrative:
UDI number: (B)(4). The device was not returned to edwards for evaluation as it was reported the explant was not due to deficiency of the device. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. With the limited information provided the cause of the event remains indeterminable; however, patient factors and progression of valvular disease pathology may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards implant patient registry received information a 27mm aortic pericardial valve was explanted after two years, six months, due to unknown reasons. The explanted device was replaced with a 23mm aortic pericardial valve. Patient post-operative status noted as in recovery. Implantation data card indicated explant of prosthesis was not due to a deficiency in the original valve.